Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 03/03/2020. (B)(4). A manufacturing record evaluation was performed for the finished device lbm807 batch number, and no non-conformances were identified. Device evaluation summary: one open sample of product code jb840, lot lbm807 was received for analysis. The product code is control release and required eight strands per packet. During visual inspection of the winding former, eight detached needles and suture in a winding former were observed. The needles were examined, the swage and attachment area were noted to be as expected; the barrel hole of needles was examined under magnification and remnant suture was observed. The sutures could not be dispensed since have begun with the process of degradation and this caused that the needles were detached of the sutures. The time of exposure of sutures to the environment could not be determined. The functional test cannot be performed. Also, the foil was examined and showed multiples wrinkles and holes on bottom foil package due to excessive manipulation could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample, the assignable cause of performance detached needle is suture degradation; due to the improper handling of packet.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When opening the package, it was found that the sutures had been detached from the needles. A device was returned for evaluation. The evaluation showed process of degradation as multiples wrinkles and holes on bottom foil package due to excessive manipulation could be observed. This device was not used on a patient. There were no adverse patient consequences reported.